Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. DHR could not be located for the provided serial number. If another lot or serial number is provided during the course of the complaint investigation, the DHR review can be re-evaluated at that time. The reported complaint was confirmed via inspection of the unit. The handle was out of adjustment and the shock cushion worn.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the lower assembly of an a2009 ultra 360 patient positioning system moved after being placed in the locked position and patient was pinned in the skull clamp. No patient injury was reported. A small delay in a case was reported as the surgeon was using a navigation system, which had been registered in the position before the reported movement.